Event description:
Country of complaint: (B)(6). The threads broke.

Manufacturer narrative:
Samples received: 9 unopened pouches. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market 216 units of this code-batch. There are no units in our stock. We have received nine closed samples to analyze this complaint. Tightness test to the samples received has been performed and the units are tight. We have tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 3.02 kgf in average and 2.86 kgf in minimum (ep requirements: 1.79 kgf in average and 0.91 kgf in minimum) reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Remarks: when working with monosyn® suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.